Event description:
Hcp reported the pump was removed due to an infection. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.